Event description:
The patient lost stimulation in his right leg after myelography. The implantable neurostimulator (ins) was turned off during the procedure. The patient needed to contort his body during the procedure. When the ins was turned on after the procedure, the patient felt stimulation in his stomach. The impedances were normal. Reprogramming was attempted, but was unsuccessful. The stimulation was not constant and changed based on the patient's position. The lead and extension were explanted and replaced. The patient was not injured and was okay after the replacement. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.